Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer reported using apidra insulin. Tandem customer clinical support informed customer that apidra is off label per the user guide. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 152 mg/dl.